Event description:
The patient's exact cause of death was not able to be determined. Once right ventricular support was initiated flows did not improve. It was thought that an inflow or outflow graft obstruction may have occurred, but this could not be determined. It was unknown if the device or a device related issue may have contributed to the right ventricular failure. The device did not operate as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The suspected inflow/outflow obstruction could not be confirmed through this evaluation, as no imaging was performed, and the pump was not returned for evaluation. A direct correlation between the low flow alarms and the suspected obstruction could not be conclusively established. Additionally, a direct correlation between the heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported right heart failure, elevated lactate dehydrogenase (ldh), cardiogenic shock and subsequent patient outcome could not be conclusively established. The controller event log file contained events from 01jan2023. A continuous, silenced low flow hazard alarm was captured throughout the entirety of the file due to the estimated flow being persistently below the low flow threshold of 2.5 lpm. A specific cause for this finding could not be conclusively determined through this evaluation. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Hm3 lvas was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including right heart failure and death. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 entitled ¿surgical procedures¿, instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow, and to address both as needed. Section 5 also outlines considerations for pump placement and provides instructions on how to insert the pump in the ventricle as pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 5 also provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section also states that ¿the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and instructs the user to "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been low flowing for >8 hours. Suspected right ventricular (rv) failure so right sided support was placed without improvement in flow. Lactate dehydrogenase (ldh) levels were measured to be 478. The patient was unstable, and no imaging was able to be performed. The log file review confirmed the low flows. It was later communicated that the patient expired on (B)(6) 2023 due to cardiogenic shock. No autopsy was performed.